Manufacturer narrative:
The review of the transmitter alert history in dms showed that the ec30 (led disconnect error alert) was first triggered on (B)(6) 2024. Investigation on the returned sensor revealed that there had been a led field current disconnection, which triggered the sensor replacement alert. As part of the solution, a return material authorization was issued for a sensor replacement. B4: date of this report updated to 23 april 2024. G3: date received by manufacturer? 23 april 2024. H3: device evaluated by manufacturer? Yes. H6: type of investigation updated to 10. H6: investigation findings updated to 4203. H6: investigation conclusions updated to 4307.

Manufacturer narrative:
The manufacturer is currently performing an investigation and will provide the results with the supplemental report.

Event description:
On january 25, 2024, senseonics was made aware of an incident where user received an early sensor replacement alert resulting in an early sensor removal.